Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. The patient had one myoma. During the procedure, the blade stopped rotating in the middle though the blade came out from the sheath. The surgeon reconnected the cable, but the situation was the same. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216886, batch mt216825.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch mt216886 mfg date: 06/19/2012 exp date: 06/30/2014.batch mt216825 mfg date: 06/11/2012 exp date: 06/30/2014.conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.